Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. The part number of the connector referenced in the event description is unknown. If the part number is identified, a medwatch report will be submitted for this device.

Event description:
The sales associate reported that during an arthrodesis and scoliosis revision surgery; while trying to hold the bolt lock, the head of the bolt stuck, not allowing it to be given the appropriate torque. The connector was also damaged/broken. It was necessary to change the screw and cut the other side connector. There was a surgical delay of two hours. The complaint form lists the following as reasons for the revision surgery: breakage, dislocation, loosening, pain and the patient cannot do CT.

Manufacturer narrative:
The device was not returned, so an evaluation could not be performed and no conclusions could be drawn. A review of the manufacturing records did not identify any issues which would have contributed to this event.